Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional indicated that the patient¿s implantable cardioverter defibrillator was experiencing a pacing malfunction as the pacing looked different at times. Upon review, it was noted that the ICD was functioning as programmed. The ICD remains in use. No patient complications have been reported as a result of this event.